Manufacturer narrative:
Siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that the sample probe dispense angle was incorrect. The cse also found that the sample probe wash station and blind hole had bacterial growth. The cse replaced the dual resolution dilutor (drd) seals, dilution well cup, and sample probe and verified all the alignments. Upon the customer's request, the cse performed an instrument decontamination and ran a water tpm test. The customer did not obtain any additional discordant results. The cause of the discordant, falsely low estradiol results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low estradiol result was obtained on one patient sample when run neat on an immulite 2000 instrument. The discordant result was reported to the physician(s). The patient was sent to an alternate laboratory and a sample was tested for estradiol using an unknown methodology, resulting higher and aligning with physician(s) expectations and ultrasound results. The physician(s) questioned the initial discordant result obtained on the immulite 2000 instrument. The customer repeated the neat sample, which resulted lower than the initial result. The sample was then diluted with a dilution factor of 1:5 and the result was higher. The corrected result from the alternate laboratory was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol results.